Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to the high blood glucose level on (B)(6) 2018. The customer's blood glucose level was 441 mg/dl at the time of the incident. The customer's current blood glucose level was 138 mg/dl. The customer was treated by the insulin pump. The customer was assisted with the troubleshooting. The customer was wearing insulin pump at the time of the hospitalization. The insulin pump will be returned for the analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.